Event description:
I went into the patient room after hearing the vent alarm, upon checking the vent, it was noted that the vent data screen = vent in op. Rt supervisor assisted in replacing the vent, while the patient was being bagged with 100% o2. No untoward event to the patient.